Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultramini meter would not power on after it had been exposed to water. The (B)(6) surveillance (B)(6) was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient noted, the reported meter would not power on after it had been dropped in water. The meter owner's booklet warns the user against allowing any liquid intrusion into the meter. The patient noted, she decreased her novolog insulin doses by 1.0 unit three times/day. On (B)(6) 2012, the patient's blood glucose level was tested by an hcp to be 182 mg/dl. On (B)(6) 2012, the patient experienced the symptoms of sweating and anxiety, and received treatment with glucose tablets. The meter, test strips and control solution were replaced. There was misuse of the product by allowing it to be submerged in water. However, as the patient suffered symptoms of severe injury after the meter power issue occurred, and received treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.